Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the unit shuts down. No patient was involved. No additional information is available.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the unit shuts down.¿ the unit was triaged and the customer¿s reported condition was confirmed. The root cause of the reported condition was due to the battery¿s inability to hold a charge. While the pump is in service, battery life may degrade over time. The customer is responsible for routine maintenance (cleaning and all recommended performance tests set forth in the pump operation and service manual). The manual also states that the customer contact customer service if battery life degrades. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.